Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient presented to the hospital with shortness of breath, a "wobble" and heart rate of 39 bpm. It was further reported that the lead was fractured. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.